Event description:
Using the new "green" top and "red" top blunt tip needles, causing vial stoppers to be pushed into vial due to force needed to insert needle. These appear to be different than the "old" grey capped blunt tip needles previously manufactured by monoject. Refer to aditional documents in i2k.